Manufacturer narrative:
The insulin pump was received with button error alarm and no act button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown mg/dl. The customer was putting the pump back on when she was done with her physical therapy when it alarmed. The customer was in a moist room, pump is sitting in a pool room while she is doing aquatic therapy three time a week, this is has been going on for two months. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.